Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "implant is off by 5 points" (postoperative refraction, unexpected) product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, his surgeon told him that the implant is off by 5 points and in the meantime, gave him contact lens to wear. The consumer reported that he has worn contacts for 34 years and left them out for one week prior to measurements. The consumer reported that the surgeon "blames his technician for taking bad readings". In a f/u with the consumer, he reported the iol was exchanged and his vision is "remarkably better". At the consumer's request, the surgeon was not contacted.